Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Analysis of the returned device shows that no pre-defect was found at the level of the breakage. The breakage is consistent with a fatigue damaging of the metal due to repeated flexural loading of the bone screw. The broken section of the mas presents limited worn portion at the periphery due to repeated contact with the two broken parts of the mas. This suggests that the breakage occurred close to (B)(6) 2011 when the broken screw was detected. Pseudo-arthrosis may be responsible for the breakage as the breakage occurred almost one and half years after initial surgery.

Event description:
It was reported that a patient underwent a tlif procedure from l4-5. At an unknown time post-operatively, x-rays confirmed that the screw at l5 was broken. The patient had a revision surgery to remove the broken screw. During the revision, the surgeon was unable to remove the whole broken screw and a piece was left in the patient. Fusion was extended to s1. No additional complications were reported and the patient is said to be doing well.